Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610773. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation which was inadvertently left out of the previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the event is plausible and likely caused wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). The event can be detected/prevented by following the instructions for use which state: "warning: infection control risk - properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product - visually inspect the product. Make sure that it has: -- no corrosion; -- no dents; -- no scratches. Ceramic insulation at distal end - visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury - impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product - if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed or reproduced. During the device evaluation it was observed that the sealing ring (set) was damaged or missing. It was also observed that the distal end and proximal end was broken due to wear and tear or due to wrong handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs ceramic tip is damaged. The reported issue occurred during preparation of use for a diagnostic ¿examination on the scope¿ procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.